Manufacturer narrative:
Concomitant medical products: product ID: 97791, lot# unknown, product type: accessory, product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 977a275, serial/lot #: (B)(4), (B)(6), (B)(4). Device evaluation: analysis of the lead found all conductors were broken 20 cm from the distal end of the lead. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) reported through a manufacturer representative that the patient¿s right-side lead was fractured. It was further reported that ¿no stimulation was supplied to the lower right limb¿ due to the issue. Impedance testing was performed and found impedances for electrodes 9-14 were ¿over 20000 ohms¿ and electrodes 8 and 15 were ¿over 12000 ohms.¿ it was noted that a possible external factor that may have led or contributed to the issue was the ¿possibility that tension was applied because the fixed location of the lead sleeve was being bent.¿ the lead was replaced as a result of the event and the issue was resolved. No further complications were reported or anticipated. It was noted the patient¿s indication for device use was complex regional pain syndrome (crps) in both lower extremities.